Event description:
Doctor burned patient during spider vein removal procedure using the laser function f2 settings. The f2 settings preprogrammed by the doctor had been reset on the default manufacturer's settings during a previously scheduled preventive maintenance by the service tech. Doctor was unaware that the f2 function settings had been changed and did not confirm settings of laser used prior to treatment. Doctor stopped procedure after burning of patient was observed. Patient's burns were not considered severe and were immediately treated by the doctor. Patient was released after treatment and observation with follow-up evaluation requested.